Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service with an undetermined malfunction. Reliability engineering evaluated the device and determined that the device ran hot. Therefore, the reported condition was confirmed. It was determined that the device exceeded the maximum allowable temperature of 118°f per synthes op. N01.56. (Actual temperature reported was 125.0°f). The device was taken apart and it was obvious that medical debris, soap residue in the bearings caused the failure. The assignable root cause was determined to be due to medical debris buildup that was clearly observed; and is a typical result of insufficient cleaning after clinical procedures. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the craniotome device ran hot and showed buildup of medical debris. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.